Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply was not giving energy continually. They switched out the cord and adapter and the device would still not work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.